Event description:
On (B)(6) 2012, the patient claimed his blood glucose dropped to 59 mg/dl after he took 2.5 units of insulin via the insulin pump for an elevated blood glucose reading of 300 mg/dl. At the time, he felt shaky and hungry and administered self treatment with food returning his blood glucose to the normal range. Reportedly, the patient indicated the basal total showed 17 units which was too much for that time of day. He felt the subject pump is giving him too much insulin. During troubleshooting, the history setting was accounted for. The history setting issue was resolved with training. This complaint is being reported because the patient allegedly had symptoms suggestive of hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box began on (B)(4) 2015. Due to continuous use of the pump, the black box data and histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.